Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. During functional testing, the reported air in line issue was reproduced by performing the air in line sensor test; however, the pump continued to alarm even after the tubing was removed and air was no longer present. A review of the event history log (ehl) revealed multiple air in line alarms. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the air in line sensor, which requires calibration to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed air in line and the screen froze during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.